Event description:
It was reported to vyaire medical that the bellavista1000 us had 316 (blower failure) and 401 (inspiration valve or device leaky) error. Customer confirmed that the issue happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Log shows that the blower check voltage is reading is at 10.08v which per the flow chart indicates an issue with the power board. Recommended power board replacement. Provided pn and pricing for power board. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. However, root cause is not determinable as there was no performance issues were found. The suspect component blower assembly moog bellavista 1000 p/n 030.300.061 s/n (B)(6) under rga 00023727 was return to vyaire medical for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the blower was heard functioning as expected, and there were no alarms or warning messages. The unit base level test, zero pressure calibration, and circuit "e" test were performed and passed with no functional issues found. Ventilation was run for 1 hour with no alarms, warning messages, or functional issues found. Menu #16: function blocks was accessed, the blower set to 30% voltage resulting in "voltage check blower" reading 11.28v and "current blower" reading 2.28a while the blower functioned as expected without issue. The reported complaint was not duplicated. Vyaire shipped new blower for replacement.